Event description:
During a coronary stent procedure, the shaft of the delivery device broke at the proximal segment during advancement. The device was removed without incident and the procedure was completed with another liberte' stent. No pt injuries or complications were reported.